Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since october 2015. The retrospective assessment of this event prompted pentax medical to file this report. Event problem and evaluation codes: (B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred outside the USA stating "broken biopsy forceps handle. Hanger for thumb ring broken"

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
The forceps were returned to pentax europe for evaluation. The evaluation confirmed the cups were deformed as a result of misuse and the broken rings were a result of wear and tear. Pentax europe executed 3 good faith efforts to obtain additional information surrounding the event. No further information was obtained. A replacement was provided to the customer. On 13-dec-2017, a device history review was performed confirming the forceps was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax medical has not received further information for this event and therefore considers this medwatch report closed.